Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was noted on the right atrial (ra) lead. Atrial lead impedance trends and levels were normal. It was also reported that the lead exhibited possible intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.